Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was observed to have decreased impedance, polarity switch with decreased sensing leading to under sensing on the right ventricular lead during a routine follow up in may, 2020. It was thought at the time to be due to use of a machine causing electromagnetic interference (emi) but in (B)(6) 2020 the same issues were observed. A decision was made to replace the lead. The lead was capped (B)(6) 2020 and replaced. The patient was stable before, during and after the procedure.